Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that the patient had been experiencing pain for about 5 days prior to the date of the report. It was further reported that the patient was feeling stimulation in the wrong place and it was effecting her walking and stumbling. It was noted that the patient has been reprogrammed in the past. It was further noted that the patient had lost therapeutic effect and that the patient was worried that pain would get worse. It was later reported that the patient had her lead revised and replaced on (B)(6) 2013, however stimulation would not be turned on until (B)(6) 2013.

Event description:
Additional information received reported that the lead revision was due to presence of scar tissue and to improve its location. A week later, it was reported that there was no lead malfunction. There was a great deal of fibrotic tissue build up under the tail end of the lead. The patient had great results after the revision.

Manufacturer narrative:
(B)(4).